Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced high-resolution stereo viewer (hrsv). The system was verified and was ready for use. Intuitive surgical inc. (Isi) received the hrsv for failure analysis investigation. The unit was analyzed, and the monitor was installed on our pca test system. Started up without any errors. No issues during visual inspection. Started up and failed without video on the display.

Event description:
It was reported that during a da vinci-assisted colectomy surgical procedure, the right eye of the high-resolution stereo viewer (hrsv) was black. The technical service engineer (tse) confirmed error 212 in the system logs pointing to the faulty right eye of the hrsv. The tse had the customer hard power cycle the surgeon side console (ssc) but the issue remained. The customer stated that they would continue with the left eye only. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system functionality was checked on power up and no errors were present. The customer completed the procedure with the same surgeon side console, only using the left functioning eye.